Event description:
It was reported that the device gone into reset mode. The patient had recently undergone three CT scans. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found that no communication was due to a normal battery depletion. The battery was found to be within expected longevity performance.